Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular(lv) lead exhibited high capture threshold. X-ray imaging showed that the lv lead was dislodged. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable capture threshold. As received, a complete lead was returned in one piece. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examination found no anomalies. Electrical testing was normal.